Event description:
Customer was hospitalized on (B)(6), 2014 with blood being unknown. Customer had passed out and had no memory of what happened. Customer believed low blood glucose was caused by over delivery and not eating enough food.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)